Event description:
On (B) (6) 2010, pt reported her infusion device caused elevated blood glucose readings. Pt stated on (B) (6) 2010, she began experiencing blood glucose readings ranging from 208-357 mg/dl. Pt reported she changed her infusion sites 4 or 5 times over the past 2 days but her blood glucose continued to be elevated. Pt stated the infusion device displayed no error messages during this time. Pt reported she was convinced the infusion device caused the elevated blood glucose readings so she switched to the backup infusion device today. Pt stated her blood glucose readings since then have been 140 mg/dl at 4:00 pm and 96 mg/dl at the time of the call. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.